Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's blood glucose level was 2.8 mmol/l and they corrected and it went up to 10.8 mmol/l. Customer's current blood glucose at time of incident was 4.1 mmol/l. The customer was treated with food. It was unknown that auto mode feature was active at the time of low blood glucose event. The device will not be returned for analysis.